Event description:
Olympus medical systems corp. (Omsc) was informed that since clipping was performed without grabbing sufficient amount of tissue during polypectomy, hemostasis was not successfully achieved. The pt was transferred to an emergency hospital and treated under general anesthesia. There was no more pt injury reported.

Manufacturer narrative:
Since the subject device was not returned, omsc did not evaluate the device. There was no malfunction associated with the reported phenomenon noted with devices of the same production lot. Omsc considers that not grabbing sufficient amount of tissue upon clipping caused unsuccessful hemostasis.